Manufacturer narrative:
Pump received with loose/protruded drive support disk, broken off battery tube threads and missing end cap sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 322 mg/dl at the time of the incident. Customer treated with manual injection. Customer also stated the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.